Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with two freestyle libre 2 sensors, all with unknown serial numbers. This report concerns both sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a readings issue and sensor error with two freestyle libre 2 sensors. The customer indicated that the 3rd sensor in his 90 day supply gave lower readings of 47 mg/dl and 59 mg/dl compared to capillary results of 117 mg/dl and 108 mg/dl. The customer also reported a higher scan of 174 mg/dl compared to capillary of 121 mg/dl. The customer removed this sensor after these readings occurred. Additionally, the customer reported that another sensor, which was working fine until day 8, began to display "scan again in 10 minutes" message. There was no report of adverse event or emergent third-party intervention associated with these issues. Based on the information provided, there was no report of serious injury associated with this event.